Event description:
It was reported that after successful coronary stent deployment, the physician experienced removal difficulties. During removal the shaft broke and was removed without incident. No pt injuries or complications occurred.